Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had discomfort from the battery placement. It was believed that the battery seemed to have shifted slightly towards the midline. Upon physical assessment the ipg pack was palpable in the upper right lumbar spine wherein a direct pressure elicited a movement of the battery pack towards the midline. The patient will undergo a revision where the ipg will be relocated.